Event description:
It was reported that, after a right birmingham surgery on (B)(6) 2007, the plaintiff was diagnosed with high chromium cobalt levels in (B)(6) 2023. To treat this adverse event and symptoms of long-standing pain a revision surgery was performed on (B)(6) 2023, during which the shell and stem had no signs of wear and were well fixed, but black corrosion was found on the trunnion. The birmingham hip was converted to an oxinium dual mobility bearing. Patient was transferred to hospital bed and aroused from anesthesia without complications.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to high chromium cobalt levels and long-standing pain. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, review of the risk management documentation or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. No further actions are required at this time. The available medical documents were reviewed. A clinical root cause could not be determined. The reported pain, elevated metal ions, and black corrosion on the trunnion may be consistent with metal debris; however the clinical root cause cannot be definitively concluded. It cannot be concluded the reported events wee associated with a mal performance of the implant. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Additional information: h8 corrected data: g2, h6 (health effect - clinical code).